Event description:
Complainant alleged that during set up the device for possible pt use, the screen displayed "defib fault 72", "defib fault 80" and "discharge fault" messages. The complainant indicated that there was no pt involvement in the reported malfunction.